Manufacturer narrative:
Product not yet evaluated. Internal report #(B)(4).

Event description:
Consumer complaint of low blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer's wife states her husband's expected range is 59-120 mg/dl but is primarily concerned with the disparity between the lab reading and her meters reading. Verified the strips expire 05/18/2018. Customer confirms the strips are stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Customer's wife states that her husband feels well and requires no medical attention. Customer' wife states her husband's expected range is 59-120mg/dl but is primarily concerned with the disparity between the lab reading and her meters reading. Verified the strips expire 05/18/2018. Customer confirms the strips are stored in the bathroom and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). No adverse event reported.